Manufacturer narrative:
A ge svc rep performed an on site investigation. The tube's high voltage connectors were regreased. Also, a filament calibration was completed. The sys was then found to be operating as intended.

Event description:
The customer reported the sys intermittently displayed black images. No report of pt injury.